Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating' " cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update as per the op report, " the head was disassociated from the trunnion and the trunnion was grossly deformed."

Manufacturer narrative:
Additional information: update to patient information, lot number, and catalog number. An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating' " cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.